Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both balloons burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.